Event description:
A talent aaa and an aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient arrived from another hospital with pain and a possible contained rupture from a type ia endoleak. The patient had a non-contrast CT done at the other hospital; however, they could not see the endoleak. The patient was complaining of pain so they were taken to the or to do an angiogram to diagnose pain and possible rupture from type ia endoleak and type ib endoleak from the contralateral stent graft. Per the physician, the cause of the endoleaks leading to rupture was due to contralateral iliac artery dilatation or disease progression and there was disease progression in the aortic neck. No secondary intervention was scheduled and no procedure is needed at this time. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).